Manufacturer narrative:
The software logs were reviewed and provided no additional insight regarding the low performance warning. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
The logs for the navigation system has been received by the manufacturer for evaluation. However, results of the evaluation are not available at this time.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system displayed a low performance error message while navigating. It was reported that the site had two exams loaded, without models built, a normal amount of tracing was performed and that the issue occurred after the system was powered on for about an hour and a half. The site restored functionality by exiting the procedure in the application software and restarting it. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.